Event description:
It was reported that the physician's hand held screen was not aligned and as a result, the physician cannot use the hand held as intended. Troubleshooting was performed, but the issue did not resolve. A new hand held and software was sent to the physician to replace the non-working device. The non-working device has been returned to manufacturer and analysis is underway.